Event description:
It was reported that prior to starting da vinci s surgical procedure, the customer became concerned about "energy transfer" with the permanent cautery hook instrument. The instrument was returned for evaluation. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the yaw pulley, distal clevis and proximal clevis exhibit char marks on the side opposite of the conductor wire. The charring indicates an arcing event occurred. There was no damage to the conductor wire.